Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00453. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance two ruby coils into another manufacturer¿s microcatheter, the physician experienced resistance and was unable to advance both coils into the microcatheter. Therefore, the introducer sheaths containing the ruby coils were removed. It was noted that the physician was able to advance the ruby coils out of their introducer sheaths on the back table. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.